Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection. A replacement defibrillator system was implanted several days later. No further patient complications have been reported as a result of this event.